Event description:
It was reported that high impedances were identified on all the contacts of the lead causing the patient to lose stimulation, undesired sensation, and stimulation in a non target area. The patient underwent a revision procedure in which the lead was replaced. The patient is doing well post operatively. The device will not be returned for analysis.

Event description:
It was reported that high impedances were identified on all the contacts of the lead causing the patient to lose stimulation, undesired sensation, and stimulation in a non target area. The patient underwent a revision procedure in which the lead was replaced. The patient is doing well post operatively. The device will not be returned for analysis. It was additionally reported that the patient only experienced a loss of stimulation causing the return of pre-existing symptoms prior to the revision procedure.